Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12425. It was reported that the patient had called after receiving send errors from their transmitter. The patient had stated that their leads became abraded exposing the wires and had inappropriately shocked the patient. The leads were deactivated via programming and the device will not be replaced due to complications.